Event description:
The device was used during a total gastrectomy procedure. Reportedly, the anvil did not tilt. The surgeon was able to remove the instrument from the site. The hosp has reported no pt injury occurred.